Manufacturer narrative:
Information regarding suspect medical device section. Common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. Information regarding the initial reporter section: occupation - unknown. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge, however a small gap between the handle and activation knob was noted. One of the returned catheters (catheter #1) contained discolored, red powder at the distal end. The other returned catheter (catheter #2) presented with bends and had very faint reddish discoloration of the tubing at the proximal end. When tested as returned, the device did not spray. The co2 cartridge discharged when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirms the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. The catheters were attached to the nozzle and tested: catheter #1 did not spray powder, catheter #2 sprayed as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of unable to spray was confirmed. One of the catheters (catheter #1) is clogged with hemospray powder. However, the device functioned as intended without the use of catheters and with the other catheter included in the return (catheter #2). The report indicates that the endoscope accessory channel was not flushed, which can cause the catheter to clog when inserted into the endoscope. This is the most likely cause. The instructions for use state: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." A possible reason the device did not spray with the second catheter for the user could be due to the co2 canister emptying before use of the second catheter. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional information regarding this report: based on the information provided that the endoscope accessory channel was not flushed, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a flexible sigmoidoscopy procedure, the physician used a cook hemospray endoscopic hemostat. The proper attachment of the catheter, knob activation, and valve positioning were secured and observed accordingly, except air flushing. The delivery catheter was discovered to be occluded and when the trigger button yields there was no powder deployment. The physician attempted to use the second catheter but the powder did not deploy. A section of the device did not remain inside the patient¿s body. The patient required an adrenaline injection and hemoclips due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.